Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net and the pulse generator exhibited crosstalk. The device was reprogrammed and the patient would continue to be monitored.